Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 28 cm (11") ext set w/3 gang 4-way stopcocks, 5 microclave® clear, rotating luer w/filter cap. The customer reported leakage through stopcocks, during infusion via auxiliary injection lumens. The device was changed/out replaced with no further problems encountered. No injury, harm or death. No blood loss and no unprotected chemo exposure. There was an unspecified delay in unspecified critical therapy. No adverse operator consequences.

Manufacturer narrative:
Multiple requests were made to obtain the return device for investigation; however, it was not received. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The complaint of leaks on item 011-mc330126 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lwas reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrected information can be found in d10 concomitant products.

Manufacturer narrative:
On 09/15/2025 one used 28 cm (11") ext set w/3 gang 4-way stopcocks, 5 microclave¿ clear, rotating luer w/filter cap was received for evaluation. No mating device was returned for evaluation. As received, no physical damage was noted, only a nb residual was observed. Complaint of leaks cannot be confirmed or replicated. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint. Additional information d9 section.